Manufacturer narrative:
The device evaluation showed signs that the scissor had been used to cut to hard of an object. These scissors are indicated and labeled to cut foldable iols.

Event description:
The customer was attempting to cut an older iol with a packer/chang iol cutter (dfh-0012) when the blade broke off in the patient's eye. The broken piece was removed from the eye and there was no impact to the patient.